Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. On 2023-11-07, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity and inflammation. No further patient complications were reported.